Manufacturer narrative:
Concomitant medical products: patient medications include toprol, synthroid, nitroglycerin, zocor, lasix, and niacin. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Engineering evaluation findings: the gore® excluder® aortic extender component was received by gore from the facility and an engineering evaluation was performed. The device was returned with the endoprosthesis deployed off the delivery catheter. During investigation, it was confirmed that the deployment line had broken at the deployment knob. Visual examination of the deployment line showed the length of the deployment line was longer than the catheter. Engineering also noted kinks in the deployment line from where it was part of the stitching of the constrained sleeve. The deployment line appeared to have broken at only one location at the deployment knob, and the broken end of the line showed no fraying or hairing. The findings from the evaluation were consistent with the reported procedural observations. However, the cause for the break in the deployment line could not be determined by the currently available information.

Event description:
On (B)(6) 2018, the patient was implanted with a gore® excluder® aortic extender component to treat a proximal type I endoleak from a previously implanted non-gore manufactured stent graft. According to the report, no resistance or other notable issues during catheter advancement were reported. When the deployment knob was pulled, the deployment line was reportedly broken. The physician was reportedly able to successfully complete the deployment, and the endoleak was resolved. The patient tolerated the procedure with no adverse events.

Manufacturer narrative:
Date of implant corrected to (B)(6) 2018.

Event description:
On (B)(6) 2018, the patient was implanted with a gore® excluder® aortic extender component to treat a proximal type I endoleak from a previously implanted non-gore manufactured stent graft. According to the report, no resistance or other notable issues during catheter advancement were reported. When the deployment knob was pulled, the deployment line was reportedly broken. The physician was reportedly able to successfully complete the deployment, and the endoleak was resolved. The patient tolerated the procedure with no adverse events.